Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had rf pic failed selftest . The customer¿s blood glucose level was 110 mg/dl. The customer states the pump was showing an error alarm every day. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with rf pic failed selftest alarm during self test due to faulty component on the radio frequency board. Pump received with intermittent button response due to flattened dome switch on act and down arrow button. The connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test and unexpected restart error test. Pump passed all operating currents tested within the specification range and passed off no power test. Pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, missing end cap sticker and minor scratches on display window noted.

Manufacturer narrative:
The correct information has been provided with this report.